Event description:
The resolute integrity stent (2.75mm x 18mm) passed through another stent without any resistance and was delivered distally within the lad artery. Stent had been removed from packaging and inspected with no issues noted. Then the stent was tried to deploy but the stent didn't inflate though in the inflation device the pressure was showing at 10/11 atm. No reported patient complications. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: failure to follow instructions (IFU - negative prep not performed). Conclusion results: failure to follow instructions (IFU - negative prep not performed). (B)(4).

Event description:
Additional information: it was reported that the physician was attempting to treat a calcified lesion in the proximal lad exhibiting 99% stenosis. It was reported that no negative prep was performed . Pre dilation was performed using 2 non mdt balloons (17atm). The physician proceeded to attempt to deploy but the stent failed to inflate although it was reported that the pressure gauge on the inflation device maintained pressure of 10/11 atm during the attempt to inflate the device . Nominal pressure with 30 sec hold before it was determined that the device did not inflate. The physician switched to another resolute integrity device to complete the procedure.

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined); (no results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: unknown - (root cause could not be determined). Unable to confirm complaint ¿ (device not returned for evaluation). (B)(4).